Event description:
It was reported that during the attempted implant, the lead was connected to the cathode and there was noise and high impedance seen on the analyzer. All other vector checks (i.e. Ring to coil or coil to coil) had normal signals. A fracture was suspected. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).